Manufacturer narrative:
Report with FDA report ID number 2015691-2025-09617 was submitted for the monitor that was used during the case. A device history record cannot be completed without a lot number.

Manufacturer narrative:
Additional product code: dqe, qaq, mud, dxn, dsb, fll, qms, olw device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. An MDR was submitted against the monitor. A supplemental report will be submitted once the report ID is available. Per instructions for use, "warning: improper placement, sizing, or alignment of the finger cuff can lead to inaccurate monitoring." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during induction and after stairsteps, a vitawave plus cuff had no waveform and different pressure values compared to an a-line. Readings from the vitawave cuff was 188/62 while the a-line read 144/93. Physician switched fingers but still struggled to get a waveform. After reinitializing the pump a couple of times, issue was resolved. It is unknown if the issue was with the finger cuff or monitor. There was no patient injuries reported.